Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 421 mg/dl. Customer treated their blood glucose with insulin. It was also found the customer had stomach aches from their high blood glucose. Troubleshooting found the customer's drive support cap was uneven. It was also found the customer had a crack on their reservoir compartment. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.